Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on 06/16/2016 to report that the patient experienced continuous glucose monitoring (cgm) inaccuracies and a hypoglycemic event on (B)(6) 2016. The sensor was inserted into the arm on (B)(6) 2016. Patient reported that she was at her workplace in a hospital when her cgm blood glucose (bg) read 400 mg/dl. Patient reported dosing off of the cgm and her finger stick bg was 23 mg/dl. Patient reported that her co-worker notified patient's boss that the patient was acting strange and was light headed with slurred speech. Patient reported that her boss administered to her orange juice and pudding to try and raise her bg level. Patient reported that she was taken downstairs to the emergency room where they tried to feed her in order to raise her bg value. Patient reported staying in the emergency room for 6 hours. It is unknown who transported the patient. Patient was not admitted to the hospital, and no medications were given to her. At the time of contact, patient is ok. The sensor was inserted into the arm. The dexcom g5 mobile continuous glucose monitoring system states: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly. Calibration was not performed after experiencing inaccuracies. The dexcom g5 mobile continuous glucose monitoring system states: if the cgm values are outside the 20/20 range, calibrate again. The patient did not enter the bg meter values into the cgm device promptly and accurately. The dexcom g5 mobile continuous glucose monitoring system states: enter the exact bg value displayed on your bg meter within five minutes of a fingerstick. Entering the wrong bg values, or waiting more than five minutes before entry, might affect sensor performance, resulting in you missing a severe low or high event. No further event or patient information is available.